Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunction were found during investigation: cuts on the light guide cable, crack on the side of the video connector, image out of view, light transmission, distal fiber breakage, bent and loose outer tube, and dents in distal edge. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the rigid video scope had a cut on cord. The issue occurred during reprocessing. There was no patient involvement.